Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer stated that she had the alarm last night during prime. Customer reported that the alarm was resolved by an infusion set change. Customer would like to return the set for analysis. Customer does not want to return the reservoir for analysis. Customer stated that her blood glucose was 500 mg/dl this morning because she ate too much. Customer treated with the pump and mentioned that she also had a no delivery alarm last week.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.